Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from the top. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from the top. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 31-march-2025. Investigation summary bd received 3 photos and 10 samples for investigation. Two of the photos had been previously evaluated and will not be assessed in this complaint. The remaining photo displays a comparison of two female luers but does not show the reported defect of leakage. The 10 returned samples underwent functional tests and passed, with no evidence of damage or leakage during use. Additionally, 20 returned samples were subjected to functional tests and all passed, showing proper activation with no damage or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. A review of batch records, and investigation results show no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 02-july-2025. E.4: the initial reporter notified the FDA on 18-apr-2025. Medwatch report#: mw5169280.

Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from the top. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-mar-2025. Investigation summary bd received 10 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from the top. No patient or user impact reported.